Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 67 mg/dl. Troubleshooting was performed. Insulin did not exit while the customer attempted to push it through with a plunger, following disconnecting and reconnecting the reserving and tubing. It was believed the occlusion was in the reservoir because insulin did not exit at the point where the reservoir connected to the tubing. The customer did not have another infusion set. The customer changed the reservoir and was able to manually push insulin through with a plunger. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (b)46) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.